Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Without the product to examine, no determination can be made as to the cause of the reported event. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the starclose se device, achieved hemostasis in the common femoral artery with the clip after a diagnostic procedure. Reportedly, three days post procedure, the patient had a cold leg. An angiogram was performed and an occlusion/thrombus was seen in the right external iliac artery. The occlusion was ballooned and a thrombectomy was performed. A stent was then placed. There was no adverse patient sequela. Though requested, additional information was not provided.